Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. I used the flowflex plus covid-19 and flu a/b home test when my daughter was sick, and it initially gave a negative result for influenza. However, two days later, a test at the doctor's office confirmed she was flu-positive. While the test was easy to use, this experience made me question its accuracy for flu detection. It might work better for covid-10, but for fly, I wouldn't rely on it alone. If symptoms persist, I'd recommend following up with a doctor for confirmation.